Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(6), the device had alarmed motor error. Customer mentioned she experienced two low blood glucose events, while she was on her back up plan. Seems customer had called in and reported motor error event and was having the device being replaced. Customer and device information was unknown.